Event description:
The accounts maintenance stated the casters will still swivel when in brake, but does keep the stretcher from rolling. He has adjusted the casters, but the issue remains.

Manufacturer narrative:
Replacement casters have been sent to the account for repairs. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.